Manufacturer narrative:
G2: citation: authors: wang, x., turhon, m., yang, x., liu, j., zhang, h., li, t., song, d., zhao, y., guan, s., maimaitili, a., wang, y., feng, w., wan, j., mao, g., shi, h., an, z., <(>&<)> wang, y.. Could statin improve outcomes after pipeline embolization for intracranial aneurysms in a real-world setting?. Therapeutic advances in neurological disorders 2023. Doi:10.1177/17562864231170517. A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Wang x, turhon m, yang x, et al. Could statin improve outcomes after pipeline embolization for intracranial aneurysms in a real-world setting? Therapeutic advances in neurological disorders. 2023;16:17562864231170516. Doi:10.1177/17562864231170517. Medtronic literature review found a report of patient complications in association with the pipeline device. The purpose of this article was to investigate whether statin medication following pipeline embolization device (ped) treatment would improve the outcomes of intracranial aneurysm patients in a real-world setting. Patients were selected from the plus registry study conducted from november 2014 to october 2019 across 14 centers in china. The population was divided into two groups: those who received statin medication after the ped treatment and those who did not receive statin medication after ped treatment. 1087 patients with 1168 intracranial aneurysms were eligible; 232 patients were in the statin user group and the other 855 were in the non-statin user group. The average age of the statin user group was significantly higher than the non-statin user group; 55.95 versus 53.06. There were 755 females and 332 males included. The article does not state any technical issues during use of the ped. The following intra- or post-procedural outcomes were noted: -all-cause mortality rate was not significantly different between the statin user group (1/232) and the non-statin user group (16/855). Rates of neurologic mortality were comparable between groups (1/232 versus 14/855). -there was complete occlusion of 117/142 aneurysms in the statin user group and 437/519 of the non-statin user group -stenosis of parent arteries ¿50% in the statin user group was lower than that in the non-statin group. Rates of stenosis of <(><<)>25% (6/142 versus 12/519); ¿25¿50% (5/142 versus 6/519); ¿50¿70% (1/142 versus 3/519); and ¿70¿100% (1/142 versus 9/519) were comparable between the two groups, respectively -the total ischemic complication rate was higher in the statin user group (21/232) than in the non-statin user group (61/855). No si gnificant difference in perioperative and follow-up period ischemic complications was found between the statin user group and the non-statin user group. -a lower total subarachnoid hemorrhage rate was found in the statin user group (2/232) compared with the non-statin user group (21/855) but not statistically significant. No significant difference in perioperative and follow-up period subarachnoid hemorrhage rate was found between the statin user group and the non-statin user group. -excellent functional outcome (mrs less or equal to 1) and favorable functional outcome (mrs less or equal to 2) were 171/179 for the statin user group and 557/573 for the non-statin user group and 177/179 for the statin user group and 564/573 for the non-statin user group, respectively.